Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. No product is available for investigation. The heartmate ii lvas instructions for use (IFU) is currently available. This IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 26 jul 2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. No autopsy was performed. The device was not explanted.